Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require. Generator pcb failure and calibration. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the unit was receiving an error code. No patient consequences reported.